Manufacturer narrative:
Pt is taking synthroid and oxycodone. Per product user guide, "certain prescription drugs and over-the-counter medications (.eg., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 4.4, 2nd inr: 1.3, 3rd inr: 3.4, mean: 3.03, sd: 1.58, %cv: 52.22. Since %cv is more than 20%, the precision test failed the criteria for precision. Add'l investigation is required. Recent test conducted on lot# 243103 on (B)(4) 2011, met precision criteria. (B)(4). No further investigation will be pursued at this time. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product is expected to be returned. Retain strip testing met precision criteria. Pt's medications could not be ruled out as a contributor to the unexpected results. (B)(4). Action threshold has been reached. Since strip lot was released, (B)(4) in-house therapeutic sample tests have been performed with (B)(4) retained strips. Customer's observation has not been reproduced in in-house test. Test records indicated all strip test results met product performance requirements when compared to the results from in vivo tests. This issue will be subject to tracking and trending. Corrective action not required at this time.

Event description:
Caller alleged discrepant precision results using the inratio meter: results as follows: pt self tester tested 3 times on the same day within an hour. Two boxes of strips were used; the first strip lot number is unk. Inratio: 4.4, inratio: 1.3, inratio: 3.4. Home health nurse called in for pt as pt is not able to communicate very well.